Event description:
It was reported that during a procedure, the surgeon experienced an intermittent signal loss on the assistant monitor and in the left eye of the surgeon's console. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the vision system synchronizer had failed. The hospital's system was repaired by replacing the synchronizer. The hospital's da vinci vision system passed testing after the repair was performed. As of october 13, 2004, this issue has not occurred at the hospital since the system was repaired.